Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment the upper case was broken and caused loose encoder knobs. It was noted that the output connector assembly was broken, hanger assembly and o-ring were missing, encoder assembly was contaminated, three knobs encoder was contaminated, lower case was broken, display wire insulation was pinched, two encoder nuts were contaminated, and output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had two broken knobs. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement. It was further reported that the epg was returned.